Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a customer's freestyle libre reader turned on with button press but not with test strip insertion. The customer experienced symptoms of "seasickness", so an ambulance was called. A "glucose injectable" was administered for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A caregiver reported that a customer's freestyle libre reader turned on with button press but not with test strip insertion. The customer experienced symptoms of "seasickness", so an ambulance was called. A "glucose injectable" was administered for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The fs libre reader was previously returned and investigated, therefore no further investigation activities are required for the fs libre reader. The DHR (device history review) for the precision strips were reviewed and the DHR showed the precision trips passed all tests prior to release. Retain testing was not performed for the precision strips, the strips are expired. No further investigation is required.

Manufacturer narrative:
The reported reader was returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and no issues were observed. The reader was powered on with the home button and with strip insertion. A port issue was not observed. No malfunction or product deficiency was identified.

Event description:
A caregiver reported that a customer's freestyle libre reader turned on with button press but not with test strip insertion. The customer experienced symptoms of "seasickness", so an ambulance was called. A "glucose injectable" was administered for treatment. There was no report of death or permanent impairment associated with this event.